Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the t2 implant of one (1) fast-fix 360 device did not deploy. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.